Event description:
Fill volume: 550ml. Flow rate: unk - anp. Procedure: unk - anp. Cathplace: unk-anp. It was reported that an on demand patient controlled analgesia (pca) bolus button malfunctioned on a pump. The pump was attached to a patient. It was later reported that the pca button was stuck for 2 hours with the orange bolus refill indicator located at the bottom position on the bolus device. It was reported that there was no patient injury nor medical intervention required. The pump was removed and the patient was given a replacement.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed, a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.